Manufacturer narrative:
The initial manufacturer report was inadvertently submitted with an incorrect analyzer type (alinity c analyzer) documented . The correct instrument is architect c16000 analyzer. Review of complaint activity did not identify any adverse or non-statistical trends for the architect lactate dehydrogenase assay. An increase in complaint activity was not identified for reagent lot 86459un18. The customer's instrument logs were reviewed. The questioned results were found to have been tested on the same reagent kit. The quality control logs were also reviewed and found the control results were within the expected ranges before and after the elevated patient results were generated. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect lactate dehydrogenase assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No additional patient information was provided.

Event description:
The customer reported falsely elevated architect lactate dehydrogenase results on the alinity c analyzer. Sample ID (B)(6) generated an initial result of 657 and when repeated 193 ui/l. No adverse impact to patient management was reported.